Manufacturer narrative:
Follow up report 1: initial reporter name was included in the report.

Event description:
It was reported that this pacemaker exhibited atrial pacing at the maximum tracking rate (mtr). Technical services (ts) reviewed the data and noticed a false pacemaker mediated tachycardia (pmt) event had been stored. The available information showed that the device sensed ventricular activity in the blanking period, therefore, ventricular pacing was delivered, which ended the atrioventricular extension. Subsequently, a p-wave was sensed at mtr, which was followed by a ventricular pace at the mtr. As a result, pmt break algorithm was triggered, resulting in an atrial event falling in the refractory period, but given that this was a false pmt, the atrial conduction continued. At the end of the episode, farfield r-wave oversensing was identified. Ts recommended adjusting the maximum sensor rate and the refractory period and/or sensitivity to reduce oversensing. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Follow up report 1: initial reporter name was included in the report. Follow up report 2: device manufacture date was updated to 06/05/2020.

Event description:
It was reported that this pacemaker exhibited atrial pacing at the maximum tracking rate (mtr). Technical services (ts) reviewed the data and noticed a false pacemaker mediated tachycardia (pmt) event had been stored. The available information showed that the device sensed ventricular activity in the blanking period, therefore, ventricular pacing was delivered, which ended the atrioventricular extension. Subsequently, a p-wave was sensed at mtr, which was followed by a ventricular pace at the mtr. As a result, pmt break algorithm was triggered, resulting in an atrial event falling in the refractory period, but given that this was a false pmt, the atrial conduction continued. At the end of the episode, farfield r-wave oversensing was identified. Ts recommended adjusting the maximum sensor rate and the refractory period and/or sensitivity to reduce oversensing. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this pacemaker exhibited atrial pacing at the maximum tracking rate (mtr). Technical services (ts) reviewed the data and noticed a false pacemaker mediated tachycardia (pmt) event had been stored. The available information showed that the device sensed ventricular activity in the blanking period, therefore, ventricular pacing was delivered, which ended the atrioventricular extension. Subsequently, a p-wave was sensed at mtr, which was followed by a ventricular pace at the mtr. As a result, pmt break algorithm was triggered, resulting in an atrial event falling in the refractory period, but given that this was a false pmt, the atrial conduction continued. At the end of the episode, farfield r-wave oversensing was identified. Ts recommended adjusting the maximum sensor rate and the refractory period and/or sensitivity to reduce oversensing. No adverse patient effects were reported. The device remains in service.